Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
According to the description of the physician, the patient's family notified that them there was blood near the catheter on the patient. They then checked and allegedly found that the tube was broken. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken dialysis catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19 cm hemosplit dialysis catheter. Usage residues were observed throughout the sample. A complete break was observed in the blue-luered lumen extension tubing. Blue luer hub was not returned for evaluation. Adhesive residue was observed in the vicinity of the break. Microscopic inspection of the break revealed a partially granular and partially striated fracture surface. A partially circumferential split was observed just distal of the complete break. Microscopic inspection of the partial split revealed regular striations. The fracture features were consistent with damage caused by contact between the sample and a sharp instrument. The location of the damage and the presence of adhesive residue suggested that the damage may have occurred during dressing change. Pertaining to dressing change, the product nursing guide states ¿carefully remove old dressing and discard. Avoid tugging on the catheter, or the use of scissors, or other sharp objects near the catheter.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.